Event description:
It was reported by the customer that the device will intermittently not power on. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.